Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of MFR # 0001822565 - 2017 - 06109.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sizer was unstable and tilting when trying to drill holes to position the femur cutting block. It was noted that there was a lot of play in terms of rotation, which may have caused our flexion gap to be unbalanced. Attempts have been made and no further information has been provided.